Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection was performed and no cracks or other anomalies were observed on the set. Functional testing resulted in no leaking. Pressure testing confirmed a small leak at the connection between the female luer and smartsite component. After tightening the engagement, no leaks were observed. The cause of the reported leak was identified as a loose connection between the female luer and smartsite component. The cause of the loose connection is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the patient was receiving doxorubicin via a central line. A crack was noticed and approximately 1.5 ml of medication leaked on floor causing a chemotherapy spill. There is no report of patent harm.